Event description:
It was reported that the programmer experienced a touch display error, where the cursor moved autonomously without user interaction. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer experienced a touch display error, where the cursor moved autonomously without user interaction. An intermittent autonomous cursor movement on the touchscreen was observed. Additionally, it was noted that the display showed colored lines, but was functional. It was noted that the upper display hinges were worn, and the display hasp latches were broken. An electromagnetic interference (emi) repair was performed. The liquid crystal display (lcd) was replaced as a preventive measure. All other defective parts were added/replaced with new and salvaged parts. The programmer passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.